Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age who underwent an unspecified procedure with unspecified mentor saline breast implants experienced the following symptoms: joint pain, vision problems, insomnia, muscle spasms that are debilitating and crippling to the point of being bedridden, two heart attack scares and heart catheterization which showed no blockages, and autoimmune disorders. The patient also experienced additional symptoms and believe the implants have toxic chemicals that poisoned her body that she was not informed about. No product malfunction, such as rupture or deflation, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.